Event description:
It was reported that when using the bd pyxis¿ medbank tower, an attempt was made to issue oxycodone 10 mg, but the request remained in requested status. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user failed to issue medication to the patient. The technical support specialist (tss) verified my quick link and identified that the customer verify request was in requested state and guided the customer to reach out to the pharmacy to resolve the issue. The system functioned as intended after the technical support specialist investigate the device.